Manufacturer narrative:
Sample inspection: an external and internal inspection of the customer¿s incident pump identified the male iui with signs of unidentified film contaminants on the connector contact pins. The unit contained a meggitt ail assembly (s/n (B)(6) ) showing a manufacturing date of apr 2019. No other obvious issues or anomalies were identified with the returned devices during the inspection. Log analysis results: results from a review of the logs identified the reported infusions on the returned pump starting at 11:33 am on 22 feb 2021. A review of the device error log did not contain any errors associated to the reported incident. The logs showed no records of an air in line alarm associated to the source device on the incident date. On (B)(6) 2021, the last infusion was programmed at 11:33 am for an hour with the medication natalizumab/ drug ID 570. The infusion completed successfully after an hour infusion. At 12:33 pm, an additional 999mls was programmed and the infusion was started. Approximately 10 minutes later, the infusion was paused and the pump was channeled off. The total volume infused was recorded at 134.997mls. It should be noted that on this day the ail bolus limit was set to the max limit of 250 l with the accumulated air enabled. Test results: results from the air in line threshold test method demonstrated the customer¿s pump module successfully passing testing for single air bolus detection and for accumulated air detection testing. Based on the test results, customer returned unit is operating as intended and is within specification. Test methods: testing was performed per the 1503-001-002-r (01) air in line threshold test method, dir# 10000360032. See the attached test results file in trackwise ((B)(4) air in line threshold test method.pdf). Device history review: a review of the device history record showed the device had a manufacture date of 07/05/2019. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s experience with the pump module not alarming for air in the line was not identified during the investigation. Customer¿s pump module¿s ail sensor detection system was confirmed in specification based on test results. The customer¿s reported complaint of the returned pump module not alarming for air in line was not replicated during testing. Based on log analysis results, the reported infusion involved the medication natalizumab. The pump infused between 11:30 pm and 12:43 pm with no records of an air in line alarm. However, it should be noted that on this day the ail bolus limit was set to the max limit of 250 l with accumulated air enabled. Results from our air in line threshold test method (dir 10000360032), consisting of single air bolus detection and accumulated air detection tests demonstrated the unit is operating within specifications for air in line detection. It is suspected that at the time of the incident air bubbles may have been present in the tubing that did not reach the threshold for single air bolus detection with the ail bolus limit set at 250 l. At 250 l ail bolus limit setting; the worst case air bubble size (299 l) that could pass through the air in line sensor without triggering an alarm could be as large as 1.67 inches in length. The pump module infusion was being used for treatment.

Event description:
It was reported that the device did not alarm when the infusion was complete. The pump almost infused air to the patient, but was caught by the clinician and stopped just in time. The IV medication bag returned with the products states drug name of IV medication ending in -ysabri (most likely tysabri) 300mg in ns (normal saline) 100ml ivpb (IV-piggy back) with duration 60 minutes, scheduled for (B)(6) 2021 @1100. There was no report of patient harm. Although requested, further information was not provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, further information was not provided. Devices have been received, investigation pending.

Event description:
It was reported that the device did not alarm when the infusion was complete. The pump almost infused air to the patient, but was caught by the clinician and stopped just in time. The IV medication bag returned with the products states drug name of IV medication ending in -ysabri (most likely tysabri) 300mg in ns (normal saline) 100ml ivpb (IV-piggy back) with duration 60 minutes, scheduled for (B)(6) 2021 at1100. There was no report of patient harm. Although requested, further information was not provided.